Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager latch was corroded. A field service engineer (fse) sanded, crimped and greased the latch contacts to resolve the issue. A field service engineer tested the device in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator keeps failed. The customer stated that the malfunction occurred, when user was trying to issue the medication. There were no adverse events or injuries reported based on this event.